Event description:
Device #2 issue: operated differently than expected adverse event: failure to achieve hemostasis. Time of adverse event: during vessel closure. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, posterior needle-to-cuff miss occurred. When the needle plunger was removed, the posterior cuff did not capture the posterior needle. The device was removed and a second proglide was attempted, but after advancing the knot and tightening the non-rail suture, bleeding continued. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part#12673-05, lot #83031-6h is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.